Event description:
Caller reported a malfunction on the pump after it got wet. Blood glucose level did not exceed 500 mg/dl. Technical support arranged for a replacement pump with updated software to be sent to the customer and provided instructions for returning the malfunctioning pump. The customer confirmed understanding of the process and opted for multiple daily injections as a backup therapy.